Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with an intraocular lens (iol)implant procedure, the plunger on an injector went over the iol. The surgeon took it out of the eye and completed the surgery with a backup injector. There was no patient impact. This is one of three reports for this facility.